Manufacturer narrative:
Concomitant medical products: 250ml b.braun, bag ndc 0264-7800-20, 0.9% sodium chloride injection, nicardipine; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a broken bag spike. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a broken bag spike was confirmed. Visual inspection of the break site observed a jagged, uneven break pattern, indicative of ductile fracture. Functional testing was not necessary due to the obvious damage. The root cause of the breakage was leverage force applied to the spike during use.